Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the spine clamp was reported to be damaged. It was noted that the threading of the adjustment screw was stripped. There was no patient present when this issue was identified. No additional information was provided.